Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient was diagnosed and hospitalized on (B)(6) 2014 with one case of uncomplicated peritonitis without allegation of device malfunction. The nurse stated the patient did not practice aseptic technique when completing peritoneal dialysis treatments and stated the infection was attributed to touch contamination, where the patient frequently had breaks in technique and sterility, and indicated the patient did not practice aseptic technique during treatment: the patient did not wash their hands and did not don a mask. There had been no reported fluid leaks during treatment prior to the infection. The patient was discharged from the hospital on (B)(6) 2014 and upon discharge switched modalities to completing hemodialysis treatments. Patient medical records were requested.